Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the contact increased the basal rate for the customer in anticipation of the glucose solution that was administered for the customer¿s dialysis. Reportedly, the dialysis was delayed which led to a blood glucose (bg) as low as 47 mg/dl. Bg was addressed by stopping insulin on the pump and bg increased.